Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 21, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and ethnicity/race were not provided for reporting. UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) male consumer, weighing (B)(6) called to report that his most recent use of listerine left blisters in his mouth. Patient states he has been using listerine sensitivity zero alcohol mouthrinse fresh mint for general oral hygiene. Patient states that his first use of a newly purchased bottle produced blisters in his mouth on his upper gums. Patient states he only used this new bottle once on (B)(6) 2018 and immediately got blisters. Patient indicates he has stopped use of that bottle and his dentist is not aware of product use. Patient reports that he treated the blisters with rinsing his mouth with peroxide and using a rx oral base from his dentist. Patient states that with treatment the blisters have gone down in size, but are still present. Consumer is recovering.